Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s current blood glucose was 326 mg/dl, 385 mg/dl, 322 mg/dl and above 400 mg/dl. The customer treated with the manual injection. The customer had extreme urination. There was air bubble closer to infusion site, little bit towards the infusion site close to the pump. There was insulin flow blocked alarm. Troubleshooting was done for high blood glucose, air bubble and insulin flow blocked alarm. Air bubbles were not removed successfully. Customer was neither in emergency room, nor admitted into hospital, as a result of high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The product will not be returned for analysis.